Manufacturer narrative:
Correction: d9 - device available for evaluation, h3 - device evaluated by mfg? H3 - device evaluated by mfg?: the complaint device was not returned for evaluation. Investigation ¿ evaluation: it was reported that the hub of an ultrathane mc-loc locking loop multipurpose drainage catheter separated. The device was required for a patient with chronic hydronephrosis, seizures, and quadriplegia and was placed on (B)(6) 2025. The catheter was connected to a drainage bag, and no known additional force was exerted on the catheter. On (B)(6) 2025, the catheter separated. As a result, the complaint device was removed and replaced with a competitor catheter. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot did not reveal any quality control discrepancies. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the available information, no product returned, and the results of the investigation, it was concluded that a component failure with no design or manufacturing issues contributed to the reported event. The user did not report any damage during the initial placement. While it is possible that the catheter experienced excessive force or tension while in the patient, this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: a2 - age at time of event, a2 - age units (patient), a4 - weight, a4 - weight units (patient), b5, b7, e4 - initial report sent to FDA. Correction: h6 - annex e. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 02dec2025, it was reported that a drainage bag was connected to the device at the time of failure. No known additional force was exerted on the catheter. The complaint device was replaced with a competitor catheter. The failure only occurred one time with the patient, as the placement occurred on (B)(6) 2025 and catheter replacement happened on (B)(6) 2025.

Event description:
It was reported that the hub of an ultrathane mc-loc locking loop multipurpose drainage catheter separated on multiple occasions for a male patient of unknown age. The complaint device was removed from the patient and replaced in an additional procedure. Additional information regarding event details and patient outcome have been requested but are currently unavailable.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. E1 - title: supervisor, interventional radiology. H3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.